Event description:
Same case as 2134265-2011-03220. It was reported that during a coronary artery treatment procedure foreign material was found. The lesion being treated was located in the calcified and tortuous mid left anterior descending artery. They were unable to exchange the choice pt guide wire through the apex 2.0x15mm balloon as coating material was blocking the shaft of catheter of the manifold. The choice pt guide wire broke off in an effort to advance through the balloon. At this point the balloon and wire were both removed and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2011-03220. It was reported that during a coronary artery treatment procedure foreign material was found. The lesion being treated was located in the calcified and tortuous mid left anterior descending artery. They were unable to exchange the choice pt guide wire through the apex 2.0x15mm balloon as coating material was blocking the shaft of catheter of the manifold. The choice pt guide wire broke off in an effort to advance through the balloon. At this point the balloon and wire were both removed and the procedure was completed with another of the same device.

Manufacturer narrative:
Evaluation summary attached, device evaluated by mfg, method, result, conclusion updated. Labeled for single use corrected from no to yes. The device was returned. Magnified inspection revealed the inner shaft was buckled near the distal end of the strain relief and extending proximally into the hub. The damage to the inner shaft restricted a guidewire from being inserted and tracked through the lumen. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).